Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion "pump was infusing a kvo with secondary potassium" when the central line was checked blood was returning on the line and it flushed easily. The kvo was infusing, the potassium bag was hung and waited for it to pull but it did not. The chamber was squeezed and the fluid began to flow. The device alarmed upstream occlusion; "cleared it and found it drop again". Checked for the infusion repeatedly as it didn't appear as if any drips were falling out of either bag, (potassium/normal saline) pump continued to run as it was infusing with no alarms. The pump alarmed infusion complete but again the bag was full. Disconnected the tubing from the patient; laid it on gauze and kept it running. There was no fluid coming out of the tubing, it appears as if it running but for whatever reason the pump was not allowing fluid to flow out. There was minor patient injury (not specified) associated with this event. No additional information is available.